Event description:
On (B)(6) 2012, psa result on a tosoh aia 360 = 0.98. The pt had previously had a radical prostatectomy and the elevated result was not expected since previous psa results had been <0.1. On (B)(6) 2012, the pt was seen by a urologist and a new specimen was drawn and tested at a different facility with a different methodology, psa result <0.1. Pt was not treated based on the previous psa result. On (B)(6) 2012, tosoh bioscience notified of discrepant result. Account performed precision testing on analyzer and results were within specs. On (B)(6) 2012, tosoh field svc engineer made a svc call to evaluate the tosoh aia-360. During the eval, all qc results were within range and the engineer did not find any issue with the analyzer. He was unable to duplicate the problem. Note: the account had recently passed a psa proficiency test event. Root cause: unable to determine. The initial run with the reported result had no qc results available for the low level qc. The specimen in question was the first specimen on the carousel and was a barcoded pour off specimen. There was one specimen in the run with a <0.1 result. The specimen with the discrepant result had insufficient quantity to be repeated. Pt was not redrawn at the time, so lab was unable to determine if there was a pre-analytical error or if the result was repeated.